Event description:
It was reported that this pacemaker system exhibited a steady increase in right ventricular (rv) pacing lead impedance measurements a couple months ago, then the impedances had a sharp drop. Technical services (ts) reviewed device data and found that this rv lead exhibited a high, out-of-range pacing impedance measurement measuring, greater than 2,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Ts discussed that a gradual rise typically indicates a physiologic issue rather than mechanical. All other lead measurements were stable. The plan is to continue to monitor. At this time the system remains in service. No adverse patient effects were reported.